Event description:
A nurse from (B)(6) contacted baxter to report an incident of fungal peritonitis. In 2010, the patient was diagnosed with fungal peritonitis with culture positive for (B)(6) unknown (fungal). The cause of the peritonitis was unknown. On an unreported date in 2010, the patient transferred to hemodialysis. It was unknown whether the peritonitis resolved. No concomitant medications were reported. The nurse believed that the fungal peritonitis with culture positive for (B)(6) was not related to dianeal therapy.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown, the sample was not requested.a 510(k) number will not be provided in the emdr as the product code and lot number are unknown.